Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that pre-procedure mtici score was 0 and post procedure was 2c. Discharge mrs score was 6, and no additional mrs or nihss score was provided prior to death.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient had been hospitalized and treated for a left middle cerebral artery (mca) m1 stroke. The patient was never discharged and died in hospital due to hemorrhagic transformation of the index stroke. Causality assessment provided as possibly related to the procedure, not related to devices. The event was directly related to disease under study/index stroke. Rationale for the relationship to procedure: "massive stroke with hemorrhagic transformation, usual consequence of stroke."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient underwent head computer tomography (CT) without contrast which revealed hemorrhagic transformation, clinically significant. Test date was (B)(6) 2025. The relative time from the procedure was post-procedure. This was not a re-current or new stroke. Rationale for relating adverse event (ae) to system or procedure was massive stroke with hemorrhagic transformation, usual consequence of stroke. The ae had a causal relationship with the disease under study and was not related to an underlying condition or disease. Ae did not result from a device deficiency. Patient experienced voluminous hemorrhagic transformation with a left hemispheric hematoma, ruptured in the ventricles, responsible for subfalcoral and temporal involvement. Baseline modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 27. This event resulted in death; the patient's date of death was (B)(6) 2025. This event did not result in congenital anomaly, disability, hospitalization, or medical intervention, and was not considered life-threatening. The site assessed this event as not related to the device and possibly related to the study procedure. Final post-procedure mtici score was 2c.

Event description:
Additional information received reported the causality assessment updated to causal relationship to procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.